Manufacturer narrative:
The lead was returned due to infection/erosion. As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on this portion of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-33400. Related manufacturer reference number: 2017865-2024-33402. It was reported that the patient presented in the clinic due to pocket infection and pocket erosion. The physician explanted the entire system ¿ pacemaker, atrial lead, and right ventricular lead. The patient was stable throughout.